Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported an increase in the number of positive runs on their alinity m sars cov-2 assay. The customer claims that 22 samples were run in the afternoon and another 30 overnight, which majority of them had cycle threshold (CT) in the 30s. The samples were retested on the genexpert, the results were negative (totaling 52 potential false positive results) the molecular application specialist (mas) downloaded the logfiles via abbottlink the logfile analysis didn't reveal any signs of amp tray cross-contamination. A subject matter expert (sme) was consulted and he asked the customer to run 75 negative controls on the instrument and all came out as negative. Another 100 negative sample runs were scheduled to be performed to verify any source of instrument related cross contamination. The customer states after running troubleshooting steps, there was no proof of instrument related/amp kit contamination. The customer stated that positive results were in batches. There was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.